Manufacturer narrative:
Aso has received manufacturer evaluation on retained samples with no issues reported. Aso reviewed records of biocompatibility, latex screening and pre-shipment tests.

Event description:
Consumer stated that product caused her a severe allergic reaction. Consumer informed that product caused her bruises and red spots from the actual burn and ripped her skin off. In addition, consumer reported that she required medical attention and was prescribed two medications, desonide 0.05% cream and hydroxyzine hcl 25 mg tablets.